Event description:
The customer reported that the system displayed image quality problems. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the ii grid. The system operates as intended.